Event description:
The lay user/ patient contacted lfs on (B) (6) 2010, alleging that their one touch ultra meter does not power on. The patient mentioned that she first noticed the issue on the morning of (B) (6) 2010. The patient continued to take her diabetes medication on a regular basis. The patient mentioned that 2 weeks after the reported issue began she began on (B) (6) 2010, to fell dizzy. Due to the symptoms she ate more food/drink, she did not seek any further medical attention or contact her physician for assistance. This is not the first time the product is being used. The meter did not power on by pressing the power button. Patient was using the correct vial of test strips. Customer care advocate (cca) walked the patient through the testing procedure and issue was not resolved. Batteries need to be replaced; however, the patient did not have replacement batteries. Product was replaced. The meter was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she developed symptoms suggestive of hypoglycemia 2 weeks later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.